Event description:
During a gastric roux-en-y procedure, tried manual release and device did not release at first. Finally released. Opened stapler and had unstapled cut line hole in stomach. Pulled 35mm device and was able to staple next to it to complete the procedure. No pt consequence.